Manufacturer narrative:
Based on the info provided. It is unk how the device may have caused or contributed to the event. A supplemental report will br submitted upon completion of plant's investigation.

Event description:
During review of the peritoneal dialysis (pd) patient's treatment records, increased intraperitoneal volume (iipv) on (B)(6) 2014 was noted. The patient remained asymptomatic: the reported drain volume of 3409ml was 227% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.